Event description:
While in use with a client on the alenti, it seems a bolt fell out of the base which then separated from the lift which almost resulted in the client falling out of the lift. The care aids were able to stabilize the alenti so there was no injuries.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# 1419652) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration # 9611530). Additional info will be provided following the conclusion of the manufacturer's investigation.